Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked me. Head of the brush broke off. Case description: a male consumer of unspecified age reported via e-mail on 12-jan-2017 that the head of the oral-b power oral care refills precision clean broke off and almost choked him. This was the second time it had happened. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 15-jan-2017 received consumer's follow-up e-mail: the consumer reported that he was fine. He stated that the first time it happened, it took him by surprise but he managed to spit the head of the brush out. He was a bit weary of using the brush again, but thought it was a one-off as he had been using oral-b electric toothbrushes for over ten years without incident. However, he had kept the packaging of the second head because it was from the same pack; he didn't think that it was a coincidence that both sub-standard toothbrushes came from the same pack and asserted that it was therefore a faulty batch. He had an additional pack of brush heads, but that pack was still unopened. The consumer reported that he changed the brushes when the coloring indicated that it was worn out, and time-wise this varied because sometimes he used a manual brush as well, and he might go through phases where he only used the electric toothbrush a couple of times a week or vice versa. The consumer stated that the two brush heads in question had never been dropped since purchase, but whether they had been damaged prior to that was "another matter." The case outcome remained recovered. No further information was provided.